Manufacturer narrative:
(B)(4). Batch # unk as the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How many days postoperative was the bleeding identified? Does the surgeon routinely wait 15 seconds prior to firing? Were any difficulties experienced with device intraoperatively to include staple formation? What was the estimated blood loss? Was a blood transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after revisional bypass performed on (B)(6) 2020, the patient presented acute rectus pain, which is why she was admitted to the ICU after surgery. She underwent a scan and angiotag. The management was conservative and it was found bleeding in the entire anastomosis. The patient today is discharged, and with controls for anemia.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2021. Additional information was requested, and the following was obtained: how many days postoperative was the bleeding identified? The day after surgery. Does the surgeon routinely wait 15 seconds prior to firing? He wait at least 30 seconds. Were any difficulties experienced with device intraoperatively to include staple formation? No. What was the estimated blood loss? It was not measured, the surgeon estimate 500 - 1000 cc. Was a blood transfusion required? Si. What was the pre and postoperative anti-coagulant and pain management protocol? 12 hrs post operative they use clexane. Was the bleeding intraluminal or extraluminal? Intraluminal. What is the current patient status? Today is good, cost a lot that the patient will recover from the anemia (had hematocrite of 40). Supplement of endovenous iron was required.